Event description:
Luer lock connector at the end of the tubing misshaped. Cannot connect syringe to end due to misshaped luer lock. Kit never used on or touched patient. Md caught issue after opening kit as part of procedure prep. Kit not used on patient & never touched patient. New kit opened & used.